Manufacturer narrative:
(B)(4). Importer's report number: 1000118068-2017-00031. (B)(4). CAPA: the events are already addressed in the instructions for use (IFU). It is stated in the precautions section in the IFU for the restylane range of products that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not provided. Pharmacovigilance comment: the expected events of infection and abscess at the implant site were considered to be serious and possibly related to the treatment. Serious criteria include the need for medical intervention including treatment with IV antibiotics and hospitalization. The expected event of induration at the implant site is non-serious and possibly related to the treatment. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. The case was upgraded to serious from non-serious based on the follow up information received on 03-may-2017.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-apr-2017 by a physician which refers to a patient (gender and age unknown). No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On an unknown date, the patient received treatment with restylane perlane lidocaine using cannula on the jaw lines and provided needle on the cheeks (lot number, amounts and injection technique unknown). After an unspecified period of time on an unknown date, the patient developed an infection(implant site infection). On an unknown date, keflex [cefalexin] was commenced but did not resolve the infection. In the follow up information received on 03-may-2017, it was reported that the infection became an abscess(implant site abscess). The reporting physician drained 6ml from the left jaw at 9pm (on unspecified date) and suggested presentation to ed for IV antibiotics. The patient was given 2g flucloxacillin [flucloxacillin] intravenously every fourth hour for two days with marked improvement. On day three, the physician treated the lesion with hyaluronidase [hyaluronidase]. However, the area still feels firm(implant site induration) but will be followed up. Currently, the patient is still on flucloxacillin. At the time of the report, the outcome of the events were not recovered/not resolved. Tracking list: version 1. (03-may-2017): two new adverse events were added (abscess and induration). Additional corrective treatments were performed. The case was upgraded to serious due to the need for medical intervention including treatment with IV antibiotics and hospitalization. Case upgraded to serious on 03-may-2017.

Manufacturer narrative:
(B)(4). CAPA: no further information provided. Manufacturer narrative: no further information provided. Pharmacovigilance comment: the expected events of induration, nodules, erythema and discolouration at the implant site were non-serious and possibly related to the treatment. All of the reported events have resolved except the non-serious event of discolouration. Additional comments: no further information provided.

Event description:
(B)(4) is a spontaneous report sent on 21-apr-2017 by a physician which refers to a female patient (age unknown). Follow- ups reported were received on: (B)(6) 2017 and on 06-jun-2017. No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane perlane lidocaine using cannula on the jaw lines and provided needle on the cheeks (lot number, amounts and injection technique unknown). After an unspecified period of time on an unknown date, the patient developed an infection(implant site infection). On an unknown date, keflex [cefalexin] was commenced but did not resolve the infection. In follow-up information received on 10-may-2017, it was reported that the infection had resolved. The patient's left jaw line was still firm and she had non tender nodules(implant site nodule). The patient received hyalase twice with slight improvement. On (B)(6) 2017, the patient visited the clinic. The events had re-appeared since the physician drained another 6 ml of pus from the treated area and her flucloxacillin dose was increased from 2 times a day to 4 times a day. The patient was initially taking flucloxacillin 4/day, reduced to 2/day and then increased to 4/day. The physician also hyalased the area with 500 iu and referred the patient to gp for culture. The area appears hard and red (implant site erythema). On (B)(6) 2017, the patient was reviewed by the treating physician, who injected another 500 iu hyalase into a firm area approximately the size of a 10 cent coin, over the angle of the mandible. The area was then massaged and felt softer to touch. There was some skin discolouration(implant site discolouration) which the physician planned to laser once it was more settled. One week ago, a small amount of pustular fluid was evident. However, the situation is much better and improving. On 06-jun-2017, follow-up information was received, the physician reported that the infection had resolved with remaining pigmentation. At the time of the report, the outcome of all the adverse events was recovered/resolved except, from the event skin discolouration which was still not recovered. Tracking list: version 1. Fu1 (03-may-2017): two new adverse events were added (abscess and induration). Additional corrective treatments were performed. The case was upgraded to serious due to the need for medical intervention including treatment with IV antibiotics and hospitalization. Version 2. Fu2 ((B)(6) 2017): infection had resolved. Added events (induration and nodules). Hyalase was administered 2 more times with slight improvement. Fu3 (11-may-2017): treatment date, indication and patient initials were updated. Fu4 ((B)(6) 2017): pus was drained again and flucloxacillin dose was previously decreased to 2/day but was increased again to 4/day. Hyalase was administered and the patient was sent to gp for culture. Fu5 ((B)(6) 2017): the patient received hyalase treatment and massage. Added event of skin discolouration. It was reported that "the situation" was much better and improving, therefore, all the events were entered as recovering/improving. Version 2 will not be submitted to the regulatory authorities due to received follow-up information (patient outcome:recovered). This version will be pushed to exit in order to send version 3 as a final report. Version 3. Fu6 ((B)(6) 2017): it was reported that the infection had resolved but not the discolouration. All remaining events have been entered as recovered.